Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom of tissue damage is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) exhibited proximal crossover, along with a hole and fluid loss in the left cylinder, which prevented the device from inflating. Air was also noted in the system. The system was fully drained of saline, and a tactra cylinder was implanted on the left side, with no device placed on the right side. No patient complications reported.